Event description:
Reportedly, after the instrument was fired, it's jaws would not release from the tissue. Therefore, the surgeon had to fire additional instruments around the trapped tissue to remove the instrument and complete the case. No pt injury reported.